Manufacturer narrative:
The evaluation has not yet been completed. An evaluation will be conducted, a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during a pro care visit at the user facility that the device safety switch could not be placed in the "safe" position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and found that the safety bar would not move out of the forward and reverse positions. The device was repaired and returned to the customer.

Event description:
It was reported during a pro care visit at the user facility that the device safety switch could not be placed in the "safe" position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.